Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a tortuous lesion in the right coronary artery (rca). The taxus express2 - 3.0 x 32 mm stent was successfully deployed at 12 atms. Upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician had to remove the balloon with force, however, after successfully removing the balloon the stent migrated proximally. The physician then successfully deployed another stent (unknown size and type) to treat the rest of the lesion. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."